Event description:
The reporter stated that pt did meter to lab comparison tests, 15 minutes apart. Reading was 195 mg/dl, and the lab result was 120 mg/dl. Pt did not have any symptoms. On f/u, the reporter stated that reporter checks the confirmation dot for enough blood. The reporter did two blood glucose tests; both tests gave a result of 170 mg/dl. A control solution test was in range, 132 (85-144.) No harm was alleged.